Event description:
Related manufacturer report numbers: 2916596-2024-00527 and 2916596-2024-00525 it was reported that the patient had a low speed alarm while using their mobile power unit (mpu). The mpu was exchanged for a power module and the patient was put on an ungrounded cable.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that the patient had low flow alarms when plugged into their mpu. The cause of the low flow alarms was not identified, and no troubleshooting was performed. The patient was asymptomatic at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low speed events. Although a specific cause for these events could not be conclusively determined through this evaluation as no product was returned, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. Additionally, the reported low flow alarms could not be confirmed through the evaluation of the submitted log file. A specific cause for the low flow alarms could not be conclusively determined through this evaluation. The system controller log file contained events from 13jan2024 through 19jan2024. Low speed events were captured on 18jan2024 and 19jan2024, while the patient was connected to the mobile power unit (mpu) which were accompanied by low speed advisory alarms. No pump stop events were observed. No other notable events or alarms were captured. It was reported that the patient experienced low flow and low speed events while connected to the mpu with a grounded patient cable. Although a specific cause for the low flow alarms was not identified, they resolved without action and the patient remained asymptomatic. Additionally, the low-speed events did not result in any patient consequence. There were no areas of visible damage on the patient¿s driveline. The mpu was ultimately replaced with a power module (pm) and the patient was provided with an ungrounded patient cable, following which, no further alarms were observed. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 of the IFU provides information on pump parameters. Section 4 of the IFU describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the hmii IFU and section 5 of the hmii patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.